Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown.

Event description:
The patient was in stable condition following the event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During the procedure, the catheter perforated the inferior vena cava (ivc). The patient had a decrease in hemoglobin and bruising on the back following the procedure. The physician believed the ice catheter perforated the ivc when attempting to advance the catheter into the heart.